Event description:
Reporter indicated that patient's ncp system was explanted a second time due to infection. (Reference previous medwatch report 1644487-2002-00578). The patient was previously explanted due to infection in 2002. The infection has reportedly resolved, but re-implant is not yet scheduled.